Event description:
Rptr noted posterior capsule tear occurred during capsule polishing with I/a handpiece. Anterior vitrectomy performed; iol placed in sulcus. Thought the aspiration port of the handpiece felt sharp; questions if this could cause rupture.